Event description:
User received a high sodium value for one pt sample. No exact pt data was given. The sample initially reported around 200 mmol/l and repeated within the normal range of 133 mmol/l to 145 mmol/l. The high pt sample was not reported and only the value that fell between 133 mmol/l and 145 mmol/l was reported. User was unable to provide info to determine if pt was adversely affected. The user refused a service visit from the field service rep. If add'l info is received, appropriate notification will be provided.